Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system to determine whether the rhythm was true ventricular tachycardia (vt). Egm review suggested that the rhythm was supraventricular tachycardia (svt) with aberrant conduction, and rhythm ID did not inhibit therapy because it was uncorrelated. Delivered therapy included six bursts of anti-tachycardia pacing (atp), a 21j shock, and a 41j shock. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.